Event description:
Manufacturer's representative reported that during implant surgery, the hcp used the bovie instrument on the occipital lead. While doing this,"an arc reached across and created a flash fire to patient's sholuders and back hair". It was reported there was no injury to the patient because medical personnel were able to pat down the patient, which pulled out the occipital lead. The hcp was able to reimplant the lead. Everything was reported to be working fine. Numerous calls have been made to the hcp. A follow up report will be sent when the additional information is received.